Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -11.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021.the lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. Problem resolved. Cause of the event is reported as unknown.